Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of display anomaly, leaks past the o-rings and moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the leak went passed the black o-ring and the pump went completely black. The customer stated that the button works but he cannot see anything. The customer noticed condensation when the pump leaked insulin. The customer was unable to run self-test because he was unable to see the screen. The customer was advised to clean the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.